Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient died. The 34 x 2.5 mm, de-novo target lesion was located in the moderately tortuous and severely calcified obtuse marginal (om) branch. A 2.50 x 38 mm promus element ¿ long drug-eluting stent was selected and deployed to treat the lesion. However, the patient expired.